Event description:
Implant failed because primary stability could not be achieved. (B)(6) 2023 11:48:03 cet (nlliad) phone (B)(6). Describe event or problem describe event or problem : correction. Implant failed due to osseointegration problem.